Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the electrode belt had an open pulse wire in the cable connecting ECG "a" and "b" to the front therapy electrode (te) cable. The root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. (B)(4). No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported non-functional therapy electrodes.